Event description:
It was reported customer had touchscreen issues. Additionally, it was reported the wake button was having issues. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.